Event description:
Same case as MFR report #: 2134265-2009-00903, 00904, 00906. Clinical trial. It was reported that 56 months following a coronary artery stenting treatment procedure the pt required a reintervention. The index procedure identified one target lesion in the proximal to mid lad (left anterior descending) measuring 3.0x36mm with 75% stenosis. The proximal to mid lad was treated with predilation and placement of three study taxus express2 drug eluting stents (two 3.0x20mm and one 3.5x8mm) resulting in 0% residual stenosis. A non-target lesion of the mid rca (right coronary artery) was also treated with a 3.5x16mm express2 bare metal stent. The pt was discharged one day post procedure on asa and plavix. It was reported that approx 56 months post procedure the pt underwent a reintervention. It is not known which vessel was treated. Additional info has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.